Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an alleging that unit had burning odor- strong moth ball and cilantro scent. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil initiated therapy with the device and verified airflow, a known good, heated tube heats, and the heater plate heats. An odor of unknown source was detected during therapy. During the investigation, pil observed an unknown dust contaminant on the blower and blower box. The heater plate was observed to have charring to it. The issue of charring to the heater plate is addressed in CAPA 3350240. A brown, sticky residue was observed on the heater plate spring, likely due to the charring of the heater plate. An unknown dust contaminant was observed on the bottom enclosure. Manufacturer could confirm an odor coming from the device. The device was scrapped.